Event description:
The impedances on the rv defib and svc appear to be out of range-low. It was also noted that the rv lead exhibited high threshold. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).